Event description:
"During repositioning of the davinci, the camera was retracted distal to the seal past the incision site. Based on this, too much torque and pressure was applied to the cannula. The cannula cracked. Trocar was replaced and the procedure was resumed without any adverse events. Trocar needed to be replaced with equivalent and a sweep of the abdomen was performed to make sure no piece of the cannula were left behind. No other intervention was required."

Manufacturer narrative:
Upon receipt and eval of the incident device, a follow up report will be submitted.